Manufacturer narrative:
H6: device code 2017 - failure to follow steps / instructions, sheath removal. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. The patient was being urgently treated for a st-segment elevation myocardial infarction (stemi); therefore, the 3.5x38mm xience skypoint stent delivery system (sds) was opened and put straight into the patient¿s body without prepping. The sds was advanced and deployed; however, once the sds was removed and angiography was performed it was noted that there was no stent at the deployment site. The vessel looked as if it had just been ballooned. Post-procedure the stent was found on the stylet and partially in the protective sheath. It was reported that the tech was removing the protective sheath and stylet but, pinched too hard and the stent came off with it. The procedure was successfully completed with the deployment of a new 3.5x38mm xience skypoint stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the tech was removing the protective sheath and stylet but, pinched too hard and the stent came off with it. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use (IFU) states: remove the product mandrel and protective sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. It was also reported that the stent delivery system was used without prepping prior to use. In this case, it is likely the reported user error related to pinching during sheath stylet removal caused the reported stent dislodgement during sheath removal. The device was used after the stent dislodgement without prepping with contrast against instructions for use. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3. The device was initially reported as returning for analysis, but the device was not returned.